Event description:
Reportedly, on (B)(6) 2017, the battery impedance was 3.66 kohms and the estimated residual longevity displayed on the programmer screen was 37 months. Upon interrogation on (B)(6) 2018, the battery impedance was 32.57 kohms. The pacemaker was explanted on (B)(6) 2018.